Manufacturer narrative:
Evaluation: neither the complaint device nor the lot number was provided to assist in our investigation. Unfortunately, without the actual complaint device, we are unable to determine with certainty how this incident may have occurred. However, based on the information provided, it is feasible to suggest that the wire was damaged during insertion and/or manipulation. Most likely, the damaged area came into contact with the metal cannula during withdrawal, resulting in the difficulty experienced. A caution label is provided on the packaging, which states: "withdrawal or manipulation of distal spring coil portion of wire guide through needle tip may result in breakage."

Event description:
During the ptcd catheter placement via b3 of the left bile duct, the cope mandril wire guide was being advanced through the 21g puncture needle, during which time, the wire guide coiled up in the bile duct. The physician's attempt to withdraw the wire guide resulted in its platinum tip becoming elongated and separated. The physician determined that the tip left within the hepatic parenchyma or bile duct would do no harm to the patient, therefore, a replacement was used to complete the procedure.